Event description:
Additional information received indicates a valve in valve procedure was successfully performed with a 26 mm sapien 3 ultra resilia valve. It was noted that prior to intervention, the patient presented with dyspnea.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, and h2 were updated. Section h6 (health effect - clinical code) was corrected.

Event description:
As reported by the field clinical specialist, approximately 3 years and 11 months following a tavr procedure to implant a 26 mm sapien 3 ultra valve, the patient is being evaluated for severe paravalvular regurgitation (pvl) with moderate to severe prosthetic aortic stenosis with leaflet dysfunction. Per additional information received, 3 years after implant, a transesophageal echocardiogram (tee) revealed that the prosthetic valve leaflets appear thickened with severely restricted motion. There is moderate to severe paravalvular regurgitation. There is no evidence of transvalvular regurgitation. Per transthoracic echocardiogram (tte) performed 11 months later, there are elevated gradients across the prosthetic valve. Gradients are elevated due to prosthetic valve stenosis. There is mild paravalvular regurgitation present. There is mild intravalvular regurgitation present. The patient underwent pvl closure and a valve in valve procedure is planned. It was noted that the patient was asymptomatic. However, it was decided to proceed with treatment as the pvl and stenosis were felt to be prohibitive to liver transplantation.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Section b5 was corrected. Section h6 (device code) was updated with additional code. Sections g6 and h2 were updated. Investigation is ongoing.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by edwards' clinical imager. It was observed that there was calcification and thickening of all 3 sapien leaflets and the valve was noted to be oval-shaped (26mm x 22mm) and was not able to fully expand (probably due to severe native leaflet/annular calcium). This 26mm valve is expanded to 24.6mm (0.5mm added for outer diameter) at the mid portion. The complaint for calcification was identified based on provided imagery. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as a patient medical history of hyperlipidemia was reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that patient factors in combination with procedural factors may have caused or contributed to the pvl. Per CT report, the valve is oval-shaped (26mm x 22mm) and was not able to fully expand (probably due to severe native leaflet/annular calcium). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
A review by edwards medical affairs of the 3 years and 6 months post tavr computerized tomography (CT) was performed. Per imaging review findings, this valve is oval-shaped (26mm x 22mm) and was not able to fully expand (probably due to severe native leaflet/annular calcium). This 26mm valve is expanded to 24.6mm (0.5mm added for outer diameter) at the mid portion. There is calcification and thickening of all 3 sapien 3 ultra leaflets. The valve is in good position. No evidence of hypoattenuated leaflet thickening (halt) was observed. Leaflet motion and paravalvular leak could not be evaluated on the CT.

Event description:
As reported by the field clinical specialist, approximately 3 years and 11 months following a tavr procedure to implant a 26 mm sapien 3 ultra valve, the patient is being evaluated for severe paravalvular regurgitation (pvl) with moderate to severe prosthetic aortic stenosis with leaflet dysfunction. Per additional information received, 3 years after implant, the valve exhibited moderate to severe pvl, at least moderate stenosis, and leaflet motion was restricted with thickened leaflets. The patient underwent pvl closure and a valve in valve procedure is planned. It was noted that the patient was asymptomatic. However, the aortic pvl and stenosis were felt to be prohibitive to liver transplantation.

Manufacturer narrative:
Investigation is ongoing.